Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H3 other text : the device was not returned.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2023, underwent the operation on (B)(6) and returned to the ward at 10:20 after the operation. The patient was placed in a horizontal position with a cloud pillow and was given ECG monitoring, oxygen inhalation, and blood pressure measurements according to the doctor's advice. It was stated that during the operation, one foley catheter was used, which was properly fixed, the drainage was smooth, the bladder was continuously flushed with tide drainage, and light bloody urine was drained. Inform the patient and family of the methods and precautions to protect the pipes. At 15:30, the inspection found the urethral tube slip, the inspection found the balloon rupture, and the doctor immediately reinserted the catheter at the bedside, properly fixed it, kept the drainage smooth, and the bladder drainage continued to flush.